Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post- deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that patient factors (chronic kidney disease, htn) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The valve remains implanted in the patient.

Event description:
As reported by the edwards field clinical specialist, approximately 1 year and 2 months post implant of 29mm sapien 3 valve in the aortic position, the patient presented with moderate-severe paravalvular leak (pvl), and a re-dilation was performed. The pvl was slightly improved to moderate post dilation. The patient was symptomatic. Upon review of medical records, there is a bioprosthetic aortic valve present in stable position with trivial pvl. On echocardiography, there is mild global hypokinesis of the lv with a lvef 45-50%, severe mitral regurgitation (mr) and severe tricuspid regurgitation (tr). The patient presented with decompensated heart failure secondary to nonischemic cardiomyopathy and severe mr and was found to have mssa bacteremia. The patient's implanted defibrillator was removed as a potential source of infection. The patient had episodes of flash pulmonary edema requiring intubation and ICU admission. The patient underwent tavr valve pvl closure (post-dilation) and was subsequently extubated and taken of pressors and underwent thoracentesis two-days post dilation procedure. The patient's respiratory condition improved. The plan was to optimize the patient medically for his severe mr as the patient was not deemed a candidate for intervention. The patient's renal function was declining and likely needed hemodialysis. The patient's family wished to transition him to dnr/dni status with a focus on comfort measures. Palliative care was consulted. Unfortunately, the patient expired 10-days post tavr dilation procedure. The official cause of death is unknown; however, it is likely the patient expired due to heart failure (secondary to cardiomyopathy and severe mr), his vast comorbidities (non-ischemic cardiomyopathy, hypertension, stage 3 chronic kidney disease) and advanced age (83 years). No direct claim was made that an edwards device was a factor in the patient's passing.